Event description:
A customer reported a malfunction on their insulin pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action to address the elevated bg level but planned to visit the pharmacy to obtain long-acting insulin. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.